Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Patient weight not provided by reporter. (B)(4). This report is for the broken screw that remained in the patient/not implanted. This report is for the portion of the screw that broke off in the patient/not explanted date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Without a lot number, the device history record review and the investigation could not be completed and no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while performing calcaneus open reduction internal fixation with a percutaneous pinning with 4.5mm cannulated screws on (B)(6) 2016, one of the screws broke and/or unraveled while being inserted over the k-wire into the bone. The bone was pre-drilled and the screw did not interact with any other metallic or foreign object other than bone. Screw length was a 44mm, item 214.744. Reporter states this is the first time he or surgeon has ever seen that happen. There was slight delay of 10 minutes while drilling another hole. Remaining portions of the screw that broke off remain in the patient and possibly in the calcaneal talar joint. X-rays are available. As of now no other information is available. Patient outcome is yet to be determined. The screw did not interact with any other pieces of metal, it was going into the bone as it broke into 2 pieces. The proximal end which is attached to the shaft was retrieved, the surgeon decided to leave the other half in the bone. Surgery was completed with a 10 minute delay because a secondary screw had to be placed, patient is reported to be stable and in good condition. Lot number not available and the device will be sent to synthes for investigation. This complaint involves 1 device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: one 4.5mm cannulated screw fully threaded/44mm (part 214.744 lot unknown) was received for evaluation. This complaint is confirmed, as the returned device was received missing the distal screw tip. The overall length of the returned screw portion measures 31.75mm; the overall screw length for this part should be 43.5mm-44.5mm. Whether this complaint can be replicated is not applicable as the returned screw is already broken. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. The relevant product drawings were reviewed during this evaluation. No product design issues or discrepancies were observed. Unable to determine a definitive root cause. However, the complaint condition was most likely caused by screw encountering dense bone. It is not likely that the design of the device contributed to this complaint. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.